Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure type: lap chole. According to the reporter: when the device was inserted, the tip disengaged. Used another device . No bleeding. Nothing fell into the pt cavity. No tissue damage. Not extended more than 30mins. No pt injury was reported. No additional pt info available.